Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, and pain.

Event description:
Regulatory agency reported right-side capsular contracture baker grade unknown, breast pain, and anxiety, additionally, fatigue, joint pain, joint swelling, rashes, slow wound healing, acne, red dry eyes, hair loss, increase in allergies, constant vaginal yeast infections, depression, difficulty concentrating/focusing, brain fog, weight gain, night sweats, itchy skin, chest tightness, and worsening axillary body odor was reported, but is not device related. The device remains implanted.